Manufacturer narrative:
No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 12.6-12.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 10.1-10.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 15.7-16.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.